Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug on a 6f exoseal vascular closure device (vcd) could not be deployed. The physician had pressed the button, waited a moment, and then removed it. Hemostasis was achieved via manual pressure. There were no reports of patient injury. The lesion was the superficial femoral artery (sfa). When the exoseal was used, the visual indicator window had changed to black-black. The exoseal vcd was used in an interventional procedure with a retrograde approach. The patient¿s bmi was not greater than 40, and the physician had achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. A non-cordis sheath introducer was used. The device was stored and prepped per the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site had no visible calcium/plaque, no access vessel tortuosity, no stent near the puncture site, no stenosis greater than 50% at or near the puncture site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The deployment button was fully depressed and flushed against the handle, and the exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. When the device was removed, the plug did not fall out of the exoseal vcd shaft, was not found partially deployed or partially out of the shaft but was found fully inside the shaft. The indicator wire was not visible when the device was removed. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the plug on a 6f exoseal vascular closure device (vcd) could not be deployed. The physician had pressed the button, waited a moment, and then removed it. Hemostasis was achieved via manual pressure. There were no reports of patient injury. The lesion was the superficial femoral artery (sfa). When the exoseal was used, the visual indicator window had changed to black-black. The exoseal vcd was used in an interventional procedure with a retrograde approach. The patient¿s bmi was not greater than 40, and the physician had achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. A non-cordis sheath introducer was used. The device was stored and prepped per the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site had no visible calcium/plaque, no access vessel tortuosity, no stent near the puncture site, no stenosis greater than 50% at or near the puncture site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The deployment button was fully depressed and flushed against the handle, and the exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. When the device was removed, the plug did not fall out of the exoseal vcd shaft, was not found partially deployed or partially out of the shaft but was found fully inside the shaft. The indicator wire was not visible when the device was removed. A non-sterile unit of product ¿vascular closure device 6f¿ was received inside of a clear plastic bag. The device was unpacked to perform the product evaluation finding the following conditions: the delivery shaft is inserted into an unknown non-cordis catheter sheath introducer (csi) of the proper french size; the deployment lever is fully depressed; indicator window was received black/white/red color; plug is fully deployed, and it was not included in the shipment; cowling guard was received locked; back bleed port is at the deployed position; indicator wire is retracted; device is blood saturated. No other outstanding details were noticed. The functional analysis was not performed due to the device being returned fully deployed and it cannot be set back to the manufacturing position to perform the deployment process. The device case was carefully opened, and the internal mechanism was inspected with a vision system to magnify the image. The internal mechanism is assembled correctly, and no anomalies were observed. Based on the information available for review and the product analysis, the reported customer event of ¿vascular closure device (vcd) deployment difficulty unable¿ was not observed. The deployment lever was received fully depressed; indicator window was received black/white/red color; plug is fully deployed, and it was not included in the shipment. The internal mechanism is assembled correctly, and no anomalies were observed. The condition of the returned device does not match the event reported. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. The product analysis did not provide evidence to suggest the reported event was related to the manufacturing or design process therefore, no preventative or corrective actions will be taken at this time.